Manufacturer narrative:
The edi catheter has been requested back for investigation. A supplemental medwatch will be provided after investigation. Reference exemption #: (B)(4).

Event description:
Please refer (B)(4).